Event description:
Bottom part of brushhead broke in mouth (device breakage). No adverse effect. Case description: a male consumer reported that the bottom part of an oral-b dual clean brushheads that had been used for 2 months broke off in his mouth while being used on an oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
A lot number or product was not provided by the reporter therefore unable to proceed with lot check/batch retain testing.